Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The topical skin adhesive got into the deep subcutaneous tissue and now seven months later is causing cosmetic problems. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.